Manufacturer narrative:
Reference MFR report #2916596-2016-01236 for the report of the patient¿s pump exchange due to suspected thrombus and MFR report #2916596-2016-01800 for a previous report of suspected thrombus. (B)(4). It was reported that the outflow graft was disposed of during surgery, and would not be returned. Approximate age of device ¿ 4 months no additional information was received. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was seen for evaluation of lvad thrombus. The patient¿s last lactate dehydrogenase (ldh) from an unspecified date was 435 u/l, and that the patient¿s international normalized ratio (inr) was 1.5. It was reported that the patient had previously been prescribed lovenox, and was likely not taking the medication. The system controller was interrogated and revealed that the lvad produced intermittent pump power and estimated flow elevations. The patient reported shortness of breath and was admitted for anticoagulation and further testing. On (B)(6) 2016, the patient underwent a surgical procedure to exchange the lvad outflow graft only exchange. No additional information has been provided.

Manufacturer narrative:
The outflow graft was reported to have been destroyed during surgery and was not available for evaluation. The patient remained ongoing on vad support until they expired due to msof on 03/02/2017 (covered under medwatch MFR #: 2916596-2017-00937). The pump was not returned for investigation. The report of elevated pump power and flow was confirmed based on the evaluation of the submitted log file; however, the report of possible pump thrombosis could not be conclusively determined. The log file captured sporadic power and calculated flow elevations. A specific cause for the changes in pump parameters could not be conclusively determined without a full evaluation of the device. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.